Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wont power on) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to a thermally damaged j1 battery connector. The root cause for the damaged j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor would no power on.